Manufacturer narrative:
The instrument has not been returned for failure analysis investigation. A follow-up MDR will be submitted if additional information is obtained and/or if the product is returned for failure analysis. The instrument's lot number was not available. Therefore, an instrument log review cannot be performed. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted paraesophageal hernia repair surgical procedure, the fenestrated bipolar forceps instrument had a broken black coated cable. The instrument was used for the majority of the procedure and was delivering energy. It was replaced when the cable damage was noticed. The procedure was completed with no reported injury. On (B)(6) 2021, an intuitive surgical inc. (Isi) clinical sales representative (csr), spoke to the surgeon who was driving the system when the reported issue occurred and obtained the following additional information about the complaint: the cable was identified as broken while the instrument was in use. The issue occurred while the surgeon was retracting the esophagus. The surgeon does not remember the instrument colliding with another instrument during the procedure. The surgeon attempted to use the bipolar energy of the instrument on some bleeding fat from the hernia sac when the instrument did not provide any energy at all. The or staff confirmed the instrument cords were plugged in correctly. The surgeon brought the instrument closer to the camera and noticed the black cable was broken. The instrument was immediately removed and replaced with another fenestrated bipolar forceps instrument. The site still has the instrument and plans to return it for failure analysis. It is unknown if there are any images or videos of the event. The surgeon reported that the requested patient information is unavailable.